Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® bivona® neonatal and pediatric flextend¿ tts¿ tracheostomy tube cuff failed after placement in patient during the tracheostomy tube change. It was clarified that there was a leak around the cuff and the cuff was not inflating. The failure was observed by the family and home care nurse. The cuff was attempted to be filled with air and sterile water. Cuff patency was tested by the home care nurse prior to use. A backup tracheostomy tube was used to address the failed device. No patient injury was reported. The event was considered resolved once a new tracheostomy tube was delivered.

Manufacturer narrative:
One cadd® 0.2 fltr coiled tube administration set was received for investigation. The sample was received inside a plastic bag and without its original packaging. Visual inspection of the returned sample was conducted at a distance of 12" to 24" and under normal conditions of illumination. During examination, a split was detected on the bonded area between the pressure plate and the pump tube. Investigation determined that the root cause of the observed issue was an issue during manufacturing. The most probable root cause of the manufacturing issue was determined to be, excess solvent applied during the bonding of the pump tube with the pressure plate and the delamination or bonding issue was not observed during product inspection.

Manufacturer narrative:
Previous file submitted under MFR 3012307300-2016-00407 was incorrect. Please see the corrected investigation results. One bivona® 3.5mm flextend¿ tts¿ pediatric straight neck flange tracheostomy tubes was returned for investigation. The device was received without its original packaging and inside a plastic bag. The device was returned with the obturator. Visual inspection was performed at a distance of 12" and under normal lighting. No defects were observed during visual examination. During functional testing, the device cuff was inflated and visually inspected; no leaks were detected. The device was then submerged under water and the cuff of the device was massaged. No bubbles (indicating a leak) were observed escaping from the device. Investigation was unable to confirm the reported device issue and found that the device operated as intended.